Event description:
It was reported that during the implant procedure the cuff was too small for the urethra and broke under tension during the placement with an artificial urinary sphincter (aus). The aus cuff was explanted and a new aus cuff was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.